Event description:
The customer contact reported backflow of fluid from the secondary tubing set into the primary tubing set. The primary tubing set was being used to deliver an unspecified volume of normal saline, at an unspecified rate, via a symbiq pump. At an unspecified time, the option-lok male adapter of a secondary tubing set was connected to the proximal clave y-site of the primary tubing set for piggyback delivery of an unspecified concentration of levaquin, which was yellow in color. The customer contact reported that the primary solution container was lowered below the secondary solution container. It was reported that after the delivery of the secondary medication was started, yellow solution was noted in the drip chamber of the primary tubing set. The primary tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no delay in therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.